Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-03165; 1627487-2020-03167; 1627487-2020-03168. It was reported that the patient developed an infection in an unknown location. As a result, the system was explanted. The infection has since resolved, and the patient was re-implanted at a later date.